Event description:
It was reported by the surgeon that because the echelette grating is on the back surface of the zxt toric intraocular lens (iol), it prevents the lens from being firmly fixed in the capsular bag. According to the surgeon, this feature of this model lens always causes rotational instability which is fixed within two weeks post implantation and that after repositioning the lens it does not change its position again. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/not provided. Serial number: unknown/not provided. Model number: unknown, as product serial number was not provided. Catalog number: unknown, as product serial number was not provided. Expiration date: unknown, as product serial number was not provided. UDI number: unknown, as product serial number was not provided. Implant date: unknown, information not provided. If explanted, give date: not applicable, device remains implanted. Initial reporter: first name and last name: unknown/not provided. Initial reporter: email address: unknown/not provided. Initial reporter: telephone number: unknown/not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section g3, date received by manufacturer was inadvertently populated incorrectly for report 3012236936 - 2022 - 01396 as apr 28, 2022. The correct date is the 5th may 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.